Manufacturer narrative:
(B)(4). The device was not returned for analysis; the return of the device may have assisted the investigation of the reported event. Device failure can be affected by numerous factors including, but not limited to, manufacturing, user technique and/or patient anatomical conditions. During manufacturing, all devices are visually inspected. In addition a sampling of finished devices is destructively tested to verify the functionality of the device. In this case, a specific failure mode was not reported. Furthermore, no information about user technique and/or patient anatomical condition has been provided. A conclusive cause for the reported event could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint handling database was performed and there is no indication of a product quality deficiency.

Event description:
A user facility medwatch form was received which stated: "the wire and catheter were removed, the sheath was removed. The starclose device malfunctioned. Submitting report to clear queue. No further information is available and no action is expected. Device usage problem: device malfunction-that is, the device did not do what it was supposed to do." Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information.